Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position), a user advisory (ua) 20 (position out of range) and (ua) 44 (battery voltage too low during compression) error messages and the lifeband would not retract. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) and would not retract the lifeband was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a malfunctioning motor controller, which was likely attributed to a failed component. The secondary complaint of the autopulse platform displayed user advisory (ua) 20 (position out of range) and ua44 (battery voltage too low during compression) error messages were not confirmed during archive review or initial functional testing. The archive data review showed multiple fault code 16 messages around the customer's reported event date, thus confirming the reported complaint. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the fault, the motor controller board was replaced. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).